Event description:
It was reported that two days post implant the patient had complications associated with perforation. Perforation was confirmed via fluoroscopy. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.